Manufacturer narrative:
Based on the internal investigation carried out at creagh medical the complaint has been confirmed. It was found that the unit in question had a "bunched appearance" around the distal end up to the marker band. Functional testing performed at creagh medical on the returned unit has proven successful when re-inserting the balloon into an 8fr introducer. The "bunching" defect could be re-created on a retained unit of identical size and specification by not fully deflating the balloon and not maintaining the vacuum prior to re-inserting into the introducer. This unit was manufactured accordingly to the correct validated process. All of the batch documentation and sub-assembly documentation was reviewed and no issues were noted. All operators that worked on the batch in question were fully trained on their respective work steps. No unusual anomalies were noted in the fallout from this batch. Based on this analysis and the recreation of this type of failure within the test laboratory indicates a device use issue rather than an issue with the device itself.

Event description:
The passeo-35 hp 12*40*75 catheter cannot re-enter into the 8fr sheath after 1st inflation. Physician had no choice but to change to 9fr sheath for the second time entry by using the same balloon.

Manufacturer narrative:
Based on the internal investigation carried out at creagh medical the complaint has been confirmed. It was found that the unit in question had a "bunched appearance" around the distal end up to the marker band. Functional testing performed at creagh medical on the returned unit has proven successful when re-inserting the balloon into an 8fr introducer. The "bunching" defect could be re-created on a retained unit of identical size and specification by not fully deflating the balloon and not maintaining the vacuum prior to re-inserting into the introducer. This unit was manufactured accordingly to the correct validated process. All of the batch documentation and sub-assembly documentation was reviewed and no issues were noted. All operators that worked on the batchin question were fully trained on their respective work steps. No unusual anomalies were noted in the fallout from this batch. Based on this analysis and the recreation of this type of failure within the test laboratory indicates a device use issue rather than an issue with the device itself.

Event description:
The passeo-35 hp 12*40*75 catheter cannot re-enter into the 8fr sheath after 1st inflation. Physician had no choice but to change to 9fr sheath for the second time entry by using the same balloon.